Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: e1. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device and light guide bundle of the insertion section, the resolution was inadequate, the pixelshift was incorrect, the light transmission was not given or too low, foreign material in laser light cable of the video cable section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the resolution was inadequate and pixelshift was incorrect was due to broken charged coupled device. The most probable cause of the malfunction was traced to component failure. The most probable cause of the foreign material in laser light cable of the video cable section was due to cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited a connection issue at the pedal. The issue occurred at the time of demonstration. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.